Event description:
It was reported that the customer had high blood glucose levels of 15.5 mmol/l. The father of the customer reported a compromised force sensor system error from the insulin pump. It was reported that the customer has reverted to manual insulin injections. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.